Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the "green button" mechanism activated by resident with no apparent problem. Anvil advanced as it should with each 'gun handle' pull to end of 60 mm (4 pulls). Black knobs would not pull back. Proximal and distal add'l staple loads placed (on heart and on lung) with pi blue load. After cutting away lung from tan load, I was able to de-roticulate it in manner that avoided tearing the inferior pulmonary vein and the black knobs were able to pull back the staple anvil. Two add'l staple firings and add'l time under anesthesia. Pi30 blue was fired proximal and distal to affected reload. When straightened, egia reload was able to be removed.